Event description:
In 2002, I had the depuy spine charite artificial disc implanted at l5 s1. I chose to have this operation after years of lower back and leg pain. I had been diagnosed with degenerative disc disease. After the disc was implanted, I immediately started to have severe pain in my left leg. Prior to surgery, my right leg had been the leg I had the most pain in. My doctor prescribed 1200 mg of neurontin which help control the pain along with pain medication. I did physical therapy and was able to stop all medication with the exception of anti-inflammatory drugs in 2003. I did feel well for a couple of months then the pain started to come back worse then before the implant operation. I had several more injections to my epidural and sacroiliac joints, I also did acupuncture and more physical therapy, none of these worked and my pain increased to the point I could not walk or work. I was forced to go on disability at the end of the same year. The doctor suggested that I have another surgery to remove some bone and hopefully take pressure off the nerves and relieve some of my pain. I think I had this surgery in 2004. I had no relief, so the doctor said my only chance was to have a spinal cord stimulator implanted which I did two months later. I was able to return to work, but was put on gabitril (stronger than neurontin) and 80 mg of oxycontin a day to start with, the dosage had to be increased as my pain increased. In 2005, I took another job out of state, but my problems continued. I found a doctor in my new city who would keep my medication up and review my case. I found that it is very difficulty or impossible to find a doctor who would treat me. In my previous city I could not find any other doctor who would even review my case and give me a second opinion and I called them all. The new doctor referred me to another doctor in the same practice who performed x-rays, myelograms, and bone scans and determined that the disc had receded up into the vertebrae and that my only hope of relief was to have it removed which is a very dangerous operation. I tried to get another doctor to review my case but all refused. I then in desperation called depuy and sent them some films and discussed the removal of the disc. Depuy stated that removal of the disc was a bad option but would make no other diagnosis or treatment suggestions. I then demanded that they find a doctor who would review my case in my current area. This took about two weeks but they did provide a doctor who reviewed my case and suggested that I have a posterior fusion to help stabilize the disc and keep it from receding more. I went with this option because it was less risky and all of the research I had done pointed to this type of fusion as the best way to attempt to salvage an artificial disc that failed. This surgery was done in 2005. I still have lots of pain and take high doses of pain medications and gabitril. I do not know how much longer I will be able to walk or work. The main reason I chose to have the artificial disc was that I was young, healthy and very active and the material depuy provided stated that I would "maintain natural motion" and that the implant would act as a cushion like a real disc to help prevent degeneration of other disc levels in my back. I can tell you that I have the same amount of motion with a fusion as I had with the artificial disc, so this was a false statement and research has shown that it really provides no cushion effect like a real disc. This device has caused me continual pain and kept me from being a good husband, father and provider for my family. During my worst time the thought of suicide was not far away. I do not know what lies in my future but my only hope is that I can help prevent the suffering of others by letting the FDA know of the risk associated with this device. It does not perform as advertised and there is no good or safe way to fix it once you have it.